Event description:
The suspected device result was 483 mg/dl. The nurse drew blood for a lab and the lab result was 390 mg/dl. The nurse delayed treatment unit the lab value was known. Controls were in range. The device was replaced and requested to be returned for evaluation.